Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported by anesthesia that when removing the multi-lumen access catheter (mac) from the right internal jugular and exchanging it with a triple lumen central venous catheter (cvc) over a spring wire guide (swg), clots were noticed on the swg. A clot several centimeters was observed clinging to the swg and the catheter did not flush through the distal tip, only the side shelves. The catheter needed to be changed in the pt prior to being transferred out of the intensive care unit. The anesthesiologist believed it may have been a flushing problem, but wanted to rule out mechanical malfunction. There was no pt death, injuries or complications.